Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg displayed the low battery warning it is unknown if the battery depleted prematurely. The patient lost therapy. Surgical intervention was undertaken to replace the ipg and effective therapy was established postoperatively.